Manufacturer narrative:
G4: premarket / 510(k) #: k111485, k170636. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, the fathom-16 guidewire was visually and microscopically examined, revealing that the guidewire was detached, and the distal tip and polymer jacket were peeled. The clinical observations of distal tip detachment of device or device component were confirmed.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the mildly tortuous left hepatic artery. A renegade hiflo microcatheter and an 180x25cm fathom-16 guidewire were utilized for a y90 mapping angiogram. A .038 non-boston scientific angiographic catheter was selected into the celiac artery and the renegade hiflo microcatheter and fathom guidewire were selected into the left hepatic artery. During retraction of the guidewire, it was observed that the tip of the wire had separated and was lodged in the distal end of the renegade hiflo microcatheter. The renegade hiflo microcatheter was removed, with the detached fathom-16 tip still inside. The procedure was completed with a new fathom 16 guidewire. There were no patient complications as a result of this event. It was further reported that anatomy location was located tin the celiac vein, selecting into hepatic artery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve patient information, but further information was unable to be obtained. G4: premarket / 510(k) #: k111485, k170636.

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the mildly tortuous left hepatic artery. A renegade hiflo microcatheter and an 180x25cm fathom-16 guidewire were utilized for a y90 mapping angiogram. A .038 non-boston scientific angiographic catheter was selected into the celiac artery and the renegade hiflo microcatheter and fathom guidewire were selected into the left hepatic artery. During retraction of the guidewire, it was observed that the tip of the wire had separated and was lodged in the distal end of the renegade hiflo microcatheter. The renegade hiflo microcatheter was removed, with the detached fathom-16 tip still inside. The procedure was completed with a new fathom 16 guidewire. There were no patient complications as a result of this event.